Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.5x 12mm nc trek neo balloon dilatation catheter (bdc) was attempted to be used for pre-dilatation, after being advanced and prepared with no noted issues; however during the first inflation the balloon was noted to rupture at 6 atms therefore the bdc was removed and the procedure was continued with an alternative device. There were no adverse patient effects and there was no clinically significant delay in the procedure. An unspecified alternative device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.